Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced tape erosion in the vagina, leg giving away, continual disabling pain, inability to walk and inability to have sexual intercourse. Another surgery was performed to remove the tape but further surgery is necessary because the entire tape could not be located. Additional information was requested.